Event description:
Per the clinic, the patient experienced increase in impedance and loss of performance with the device and also had an infection in the inner ear. Subsequently, the patient was hospitalized for two nights (specific date not reported) and treated with steroids (specific type, date and duration not reported) and IV antibiotics (specific date and duration not reported). The symptoms resolved and the patient resumed use of the device.